Manufacturer narrative:
Additional information has been provided in b.2., b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and indicated that lens haptic stuck noted when opening, before implantation and no patient involved. Based on this information this event no longer meets reporting criteria per applicable regulation, because it did not directly or indirectly lead, nor was it likely to lead to death or serious deterioration of health, or a serious public health threat.

Event description:
A nurse reported that during surgery, they noticed a lens haptic stuck. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).